Manufacturer narrative:
Cartridge change error - the failure investigation has been completed and the alleged issue was verified. Load fill - the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 216 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.